Event description:
It was reported the patient's atrial lead was dislodged as confirmed via diagnostic imaging. During the revision procedure, it was identified that the atrial lead's insulation was twisted as confirmed via fluoroscopy. The atrial lead was then explanted. The patient was stable throughout.